Event description:
On 07/11/1997, the account reported an erratic ck-mb result, due to dispenser three being improperly seated on the axsym analyzer. A result of 46.7 ng/ml was reported on a patient, even though controls were high and out of range. The account attempted to recalibrate, but it failed. The sample was repeated on another axsym and a result of 3.7 ng/ml was received. According to the account, patient intervention did not occur based on the first reported erratic result. No report of injury.

Event description:
On 07/11/1997, the account reported an erratic result for ck-mb, due to dispenser three being improperly seated on the axsym analyzer. A result of 44.5 ng/ml was reported on a patient, even though controls were very high and out of range. The account attempted to recalibrate, but it failed. The sample was repeated on another axsym and a result of 1.9 ng/ml was received. According to the account, patient intervention did not occur based on the first reported erratic result. No report of injury.